Event description:
It was reported that this issue occurred several times in the last 3 months, although an exact number of occurrences is unknown. "It was noted that bandage of the 3-lumen cvc gets humid. The customer stated this occurred in the combination with using cytostatic drug through the proximal lumen." No further information is available.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.